Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation so a root cause could not be determined. This is the first reportable event sss has had of this nature so no trend analysis is available.

Event description:
It was reported that during a procedure the velcro on the compression sleeve was not holding and tape was used to secure the device. No patient injury was reported by the user facility.